Event description:
It was reported that the patient received inappropriate shocks due to noise on the lead. Low pacing and hv impedance measurements were also noted. An alert was displayed that there was possible damage to the hv lead. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.